Event description:
It was reported that the left ventricular (lv) had high thresholds, high impedance and produced muscle stimulation. The device was reprogrammed and the lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.